Event description:
The event involved a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip where the customer reported that blood was found leaking from the clave during patient infusion. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one used 011-ct1100 smallbore ext set w/microclave t-connector for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was leakage from the head of the microclave. The microclave was disassembled. The spike was found to be bent and broken. The returned syringe was measured and found to be compatible. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device. Although the returned syringe was compatible, it is unknown what other mating devices were used to access the microclave. The directions for use states: the clave/microclave/nanoclave connector is compatible with luers with an internal diameter (ID) between 1,55 mm and 2,8 mm. A device history record review could not be conducted because no lot number was identified. D9 - date returned to MFR: 29jan2026.

Event description:
Additional information was provided by the customer on 28dec2025 as follows:there was no concomitant drug, no concomitant device, no bleed-back, no biohazard and no device was reprocessed/re-sterilized.